Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked case at the battery tube side near the belt clip extending to the keypad. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Pump was also received with a critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, and pcba 2. The motor had moisture damage. No damage noted on the force sensor. Critical pump error (open book image) alarm due to corroded electronic assembly. Cosmetic damage was confirmed at the back of the pump near the belt clip extending to the keypad. Critical pump error (open book image) alarm confirmed due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was returned for analysis.